Event description:
This lead was implanted on (B)(6) 1991 and capped on (B)(6) 1995 for an unknown reason. It was reported to medical records on 7/6/2012 that this lead was explanted on (B)(6) 1996 due to infection. The procedure took place at (B)(6) hospital with dr. (B)(6) in (B)(6), ca. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).